Manufacturer narrative:
Additional information: based on the received information, it is very likely, that the active electrode has been damaged due to the reported accident. However to determine an exact root cause, a device investigation would be necessary. The complaint can be re-opened if further relevant information is received.

Event description:
The patient experienced a trauma to the head. Since this time, all channels show a status of high impedance. Re-implantation will be scheduled but there is no information at this time regarding a possible date.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient experienced a trauma to the head. Since this time, all channels show a status of hi impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient experienced a trauma to the head. Since this time, all channels show a status of high impedance. Re-implantation will be scheduled.